Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that during the laser portion of a vitrectomy procedure the laser switched to stand by on its own. The case was completed as planned using the same equipment. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated during the examination. The company representative recommended footswitch replacement to resolve the issue. The footswitch was replaced by the customer. The customer confirms there were no other instances following the replacement. The system was manufactured on november 11, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch. However, how or when the footswitch became nonconforming is unknown. The manufacturer internal reference number is: (B)(4).